Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer suspected cause of occlusions was due to tubing being twisted as the occlusions were resolved by unwinding the tubing. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the same cartridge to resolve the issue. The customer's blood glucose level was 338 mg/dl.